Manufacturer narrative:
A complaint history review cannot be performed as no material and batch/lot number was provided. A device history record(DHR) review could not be performed as no material and batch/lot number was made available for this reported event. A retain sample analysis review could not be performed as no material and batch/lot number was made available for this reported event. Based on limited information available after multiple attempts to obtain - unable to assess the rm documentation. Root cause couldn't be determined due to unavailability of sample, material and batch/lot number information. H3 other text : see narrative.

Event description:
No additional information provided.

Event description:
It was reported that the unspecified bd peripheral IV catheter was leaking. The following information was provided by the initial reporter, translated from chinese to english: "when operating correctly, leakage is found at the positive pressure connector of the indwelling needle."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.